Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer had initially contacted adc on (B)(6) 2020 to report that her adc freestyle libre sensor received an unspecified error message. On (B)(6) 2020, the customer called back regarding a delivery issue involving the replacement product and she was unable to monitor her blood glucose. The customer further reported experiencing symptoms of vomiting and dizziness. The customer was taken to the hospital by an ambulance due to unspecified high blood glucose reading and admitted for an unspecified time. The customer reported she received medication however, medication details were not provided and no further information was reported. There was no report of death or permanent injury associated with this event.